Manufacturer narrative:
The complaint states, after the system software was upgraded to v9.45 on architect module (B)(6), the configuration of the thousands separator number format in the configure system control center screen changed from the prior setting of none to comma and the windows regionalization configuration settings had been changed from united states english to brazilian portuguese. The changes that occurred during the software upgrade caused the system to generate results using a comma as a decimal separator (instead of a period). The issue was resolved by returning the windows regionalization configuration settings back to english and configuring the thousands separator number format in the configure system control center screen back to none. A resolution for this issue was implemented in the architect software release v9.50. A review of tracking and trending did not identify any related trends for the architect system software associate with the issue. A review of device history records did not identify any non-conformance or deviation related to the complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for architect i1000sr module, serial number (B)(6).

Event description:
The customer observed an incorrect configuration after a software update on the architect (B)(6) analyzer. The customer states the values of controls and results were being sent to the laboratory information systems (lis) with a comma as the separator instead of a decimal point. It was verified with the user that the configuration was correct as well as the customer¿s it department to check the lis configuration. The result is the it department of the customer did not find any flaws to the lis settings. The customer had an architect hiv ag/ab combo result of a patient that was generated by the configuration of the separator (comma). This result interpretation was generated as indeterminate when the result was truly positive, however the results were not reported out of the lab. This occurrence could have started after the software update was installed. It was stated in the complaint that the regional configurations were brazilian portuguese and were somehow changed to united states english and a period was selected instead of a comma for separating the decimal place. There was no impact to patient management reported.

Event description:
The customer observed an incorrect configuration after a software update on the architect i1000sr analyzer. The customer states the values of controls and results were being sent to the laboratory information systems (lis) with a comma as the separator instead of a decimal point. It was verified with the user that the configuration was correct as well as the customer¿s it department to check the lis configuration. The result is the it department of the customer did not find any flaws to the lis settings. The customer had an architect hiv ag/ab combo result of a patient that was generated by the configuration of the separator (comma). This result interpretation was generated as indeterminate when the result was truly positive, however the results were not reported out of the lab. This occurrence could have started after the software update was installed. It was stated in the complaint that the regional configurations were brazilian portuguese and were somehow changed to united states english and a period was selected instead of a comma for separating the decimal place. There was no impact to patient management reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.